Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the clinical file was received. Review of the clinical file showed the device performed two analyses under AED mode that resulted in no shock advised, contrary to what was reported. In AED mode, if the analysis did not advise a shock, the device would not auto-charge or deliver a shock if the shock button was pressed. The two analyses identified the patient's rhythms as non-shockable since they do not meet the criteria for a shockable event. The first non-shockable rhythm was identified as an asystole, the second rhythm did not meet the analysis algorithm to be identified as shockable. It was concluded the device worked as designed and configured, and within the limitations of the technology available. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.